Manufacturer narrative:
(B)(4).

Event description:
The patient presented for routine follow up with complaints of phrenic nerve stimulation. The lead impedance and thresholds were good. An attempt was made at reprogramming, did not resolve the issue.

Event description:
New information states that the lead was repositioned successfully on (B)(6) 2016, the patient condition was stable before and post procedure.